Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was moisture on the cartridge, but customer was unable to verify if the moisture was insulin. Customer reported that after drying the pump, moisture did not return and pump behaved as expected. There was no adverse impact to customer's blood glucose level. Reportedly, the customer will continue to use the same cartridge.